Manufacturer narrative:
Additional suspect device: product family scs-linear lead, upn: (B)(4), model: sc-2366-70, serial: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an infection at the lead site. The physician does not know if the infection is device or procedure related. The leads were sent to pathology and will not be returned. The culture results will not be made available.